Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation